Event description:
Procedure performed: gb. Event description: the plastic part (cannula wing tab) was broken during the use of the trocar." Product is available for return. Additional information was received via email on 17sep2025 from amk regional sales manager: "the bend/break was identified at during insertion. The trocar was inserted like rotated in alternating clockwise. There was no difficulty during insertion. The break was considered to be a clean break. The break did not cause particulation. This trocar was not used with a robot. At the time of the incident, there was a hand on the cannula." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the cannula wing was more susceptible to damage or became damaged due to improper handling. However, the exact root cause of the broken cannula wing tab could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gb. Event description: the plastic part (cannula wing tab) was broken during the use of the trocar." Product is available for return. Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.